Event description:
This report summarizes 3 malfunction event, where it was reported the clinician was not alerted/aware of a possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 of the devices was evaluated and it was determined the device experienced a non-reportable issue. 1 device is pending evaluation.

Event description:
This report summarizes 2 malfunction events, where it was reported the clinician was not alerted/aware of a possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 2 malfunction events, where it was reported the clinician was not alerted/aware of a possible patient fall condition. There was no patient involvement.